Event description:
Received a user facility mandatory medwatch which states "left heart catheterization, coronary angiography, left ventriculogram via arterial sheath in the right femoral artery. Use of 6fr perclose to close the right femoral artery access site. Groin dressing 3 hours post procedure noted to be saturated with blood. Hand held pressure followed by a pressure dressing. Physician notified. No visible hematoma noted. Pt complaining of pain in back and right groin area. 7 hours post procedure. Right groin area with bleeding noted. Pressure dressing removed and femstop applied. Physician notified. No visible hematoma. Soft hematoma noted 8.5 hours post procedure. Hematoma increased in size. Cold pack applied. Femstop removed 15 hours post procedure. Pt remained on bed rest 18 hours post procedure. Upon further query with the customer, the following add'l info was obtained: deployment of the device went without a problem. From the catheterization lab the pt went to telemetry. The three-hour re-bleed occurred after the frequent checks and possibly during the ambulation phase. The size of the hematoma was not documented. The hematoma was reported to be "difficult to control". The femstop did not stop the increasing size of the hematoma. It is documented that the hematoma remained soft. The condition of the vessel was not documented. The incident did increase the length of the pt's hospital stay, but it did not change the discharge destination (unknown if it was home or another facility). There was no report of further adverse pt sequelae.